Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e213 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e213 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, noise, and low hemoglobin. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break, and this reportable malfunction is only associated with the kit. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a drive tube leak/break during a treatment procedure. The customer stated that the drive tube leak/break occurred during the buffy coat collection phase of the treatment after 1505 ml of whole blood processed. The customer reported that there was a big noise but no alarms during the drive tube leak/break. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in stable condition. The customer stated that the patient received an unexpected transfusion of one concentrate of erythrocytes. On january 17, 2017, the customer reported that the transfusion was due in part to the patient's low hematocrit (hct), 27%, before the start of the treatment. The customer stated that they also measured the patient's hemoglobin (hgb) both before, 96 g/l, and after, 69 g/l, the treatment and found that the patient's hemoglobin level had decreased after the aborted treatment. The customer reported that the patient received one bag of erythrocytes concentrate. The customer stated that they did not have the patient's hgb value after the transfusion. The kit was not returned for investigation. This MDR is for the reportable malfunction of the drive tube leak/break. The adverse event, low hemoglobin, was reported under 2523595-2016-00030.